Event description:
It was reported that on an unknown date, a patient was initially implanted with a competitor¿s cage, plate and screws at levels c4-c5. On an unknown date, an examination revealed the cage migrated posteriorly toward the canal. On (B)(6) 2015, the patient underwent revision surgery. The surgeon removed the existing cage, plate and screws. The surgeon re-instrumented at levels c4-c5 using a synthes zero-p device. While impacting the zero-p into the disc space, the titanium plate attached to the peek spacer became disengaged from the peek spacer. The surgeon noted that the screws were not positioned appropriately and the plate was not properly attached to the spacer. The plate had shifted anteriorly off the peek spacer. The surgeon removed the screws and the zero-p device, and placed a new zero-p device in the patient. Only one screw was used in the zero-p instead of four, and the surgeon then placed a competitor's plate and screws over the zero-p device at levels c4-c5. The surgery was completed with a time delay of between 14 and 30 minutes. Unanticipated x-rays were taken on an unknown date as a result of the complained event. The status and outcome of the patient was not provided. This complaint is alleged against one zero-p device and an unknown number of unknown screws. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not reported. This report is for an unknown quantity of unknown screws. It is unknown if the subject screw(s) were implanted on (B)(6) 2015 or replaced with different screws after the reported incident with the zero-p device. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. Complainant part is not available for return; part has been discarded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a patient had a cage, plate, and screws from a non-company implanted at c4-c5. On an unknown date, an examination revealed that the cage migrated posteriorly toward the canal. On (B)(6) 2015, the patient was returned to the or. The surgeon removed the existing cage, plate, and screws. He then reinstrumented at c4-c5 using the zero-p device. While impacting the zero-p into the disc space, the titanium plate attached to the peek spacer became disengaged from the peek spacer. The surgeon noted that the screws were not positioned appropriately, and the plate was not properly attached to the spacer. The plate had shifted anteriorly off the peek spacer. The surgeon removed the screws and the zero-p device, and placed a new zero-p device in the patient. Only one screw was used in the zero-p instead of four, and the surgeon then placed a competitor's plate and screws over the zero-p device at levels c4-c5. The surgery was completed with a time delay of between 14 and 30 minutes, but less than 30 minutes. The status and outcome of the patient was not provided. This report is 2 of 4 for (B)(4).